Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had congestive heart failure and expired. In (B)(6) 2017, clinical status assessment indicated that the patient¿s qualifying condition as unstable angina (braunwald classification: iiic) and the patient was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (dist rca) with 95% stenosis and was 18.00 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post-dilatation, the residual stenosis was 0%. The patient was discharged on clopidogrel 3 days later. In (B)(6) 2017, the patient suffered from congestive heart failure (chf) and renal failure and was subsequently hospitalized on the same day. Three days later, the patient died and site has classified both chf and renal failure as the cause of death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that site reported the primary cause of death is congestive heart failure.